Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunctions was found during the device evaluation: adhesive of the elevator cover is missing. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that cycle of the cleaning machine has not been completed occurred due to leakage from the forceps channel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrovideoscope would not complete cycle through medevator. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.